Manufacturer narrative:
The device passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was 8 mmol/l. Customer stated that they were able to successfully clear the alarm. Customer received request to rewind insulin pump and the customer was able to complete insulin pump rewind. Customer stated that the error occurred second time and they could not complete the troubleshooting as the insulin pump was inoperable. Customer troubleshot was performed. The insulin pump will not be returned for analysis.